Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd precision glide¿ needle detached from the hub and remained the in pediatric patient¿s arm. There was no reported medical intervention.

Manufacturer narrative:
Qn review: no notifications were written for this batch, nor for the associated assembly batches. Assembly batch 6007893 was used in packaging batch 6028535. Eighty-five visual inspections performed on 4,400 parts with one defect noted for epoxy dripovers. The epoxy inspection system was challenged twenty-four times using 600 parts with zero failures recorded. Twenty-four cannula removal force tests were performed on 120 parts with a minimum removal force of 5.0 lbs., a maximum removal force of 32.0 lbs., and an average of 15.3 lbs. In addition, another 24 cannula removal force tests were performed on 600 parts as part of the corona treater verification. The minimum removal force was 5.0 lbs. The maximum removal force was 32.0 lbs., and the average was 16.1 lbs. One sample was returned. There was sufficient epoxy on the top of the hub, but no epoxy rundown into the hub well to hold the cannula in place. Possible root cause: possible root causes may include: on occlusion/clump in the epoxy. Higher viscosity of the epoxy. The caterpillar belts did not pull the needle out, and the epoxy was placed too high on the cannula causing insufficient run down. If corrective/preventative action not required, provide rationale: no CAPA will be issued as the aql has not been exceeded.